Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two ventricular episodes where inappropriate anti-tachycardia pacing (atp) was delivered for sinus tachycardia. In one instance, there was one undersensed atrial beat which resulted in v>a. And in another instance, the patient had premature ventricular contractions (pvcs) that resulted in the average ventricular rate to exceed the average atrial rate. Technical services (ts) discussed troubleshooting options and programming considerations, such as turning off atrial discriminators with rhythmic to inhibit therapy in similar cases moving forward. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.